Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer also had a no delivery alarm. Customer was receiving no delivery alarms last night. Customer would rewind and then the pump would alarm when he gave a bolus. Customer's blood glucose level was 179 mg/dl this morning. Customer changed his set this morning and after filling the tubing and cannula, he received a motor error alarm. Customer had a motor error alarm last night. Customer stated that he would see the insulin come out of the tubing when he was filling. Pump is already being replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.